Manufacturer narrative:
One device was returned for analysis of complaint that there was a power loss during operation. Review of event log confirmed error code. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Once device was opened, there was buildup of debris on motor gear and camshaft casing error code and alarm. Device had no power loss while performing testing. Found upstream occlusion (uso) seal buckling and downstream occlusion (dso) seal torn. Seals were replaced. Device passed all test criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a power loss during operation, but it was unclear whether it was due to the battery or the wireless module. The event occurred during infusion.